Event description:
Procedure type: hernia repair. According to the reporter: after a 2nd hernia operation, pt is looking for a 2nd opinion for a 3rd hernia operation. Customer has stated that she had two operations regarding the mesh. After the 2nd operation, she lost her uterus and ovaries. There was no infection found.